Event description:
Customer reported with an issue of "no video is displayed". The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the reported issue of no image, no video displayed was not reproduced. Further inspection noted the a-rubber adhesive part was found chipped and scratch. Evaluation findings found the reported issue was not able to be duplicated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem with the system. Olympus will continue to monitor field performance for this device.